Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the result of former similar cases, omsc surmised there was the possibility this phenomenon was attributed to the reprocessing method at the user facility might have deviated from recommended method by IFU (instructions for safe use), and remained fibers used in the user facility or part of cleaning brush might have entered accidentally. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) for evaluation but has not returned to omsc. The service department of (B)(4) checked the subject device and confirmed the foreign material was clogged and come out at the air/water nozzle of the subject device. The foreign material appeared to be plastic in texture possibly from a non-olympus cleaning accessory which have been introduced by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found the foreign material coming out from the are/water nozzle of the subject device. There was no patient injury associated with this report.